Event description:
Customer reported a false negative troponin (tni) result. Pt was admitted to the sicu on (B) (6) 2010. Pt received blood infusions due to low platelet count. Pt was released to their physician and transferred to another hospital, where catheterization was performed. Cutoff for abnormal tni is >0.39 for triage cardiac panel testing.

Manufacturer narrative:
Investigation pending.